Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform displacement test due to missing spring. Insulin pump received with stripped battery cap coin slot(p). Insulin pump received with cracked case at the display window corners, cracked lcd window, missing end cap sticker, stained address/serial number label, cracked reservoir tube lip and broken battery tube threads. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had damaged battery cap. Troubleshooting was performed. No harm requiring medical intervention was reported. The device will be returned for analysis.